Event description:
It was reported to tyco healthcare/kendall on august 4, 2006, that a customer had a problem with a dialysis catheter. The customer states the adapter broke within 1 wk to 15 days of insertion. (3rd or 4th dialysis)

Manufacturer narrative:
Additional information regarding this event has not been provided to tyco healthcare/kendall at this point. Tyco healthcare/kendall continues to seek additional information regarding this event.